Manufacturer narrative:
Literature citation: mr andrew king et al. Early outcomes and radiographic alignment of the infinity total ankle replacement with a minimum of two year follow-up data. Unpublished. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported in "early outcomes and radiographic alignment of the infinity total ankle replacement with a minimum of two year follow-up data" that 20 implants were compared to a control group with zenith tars. The first 20 infinity tars implanted at the royal devon and exeter hospital between july 2014 and december 2015 were prospectively followed up. The surgery was performed by one of three fellowship trained foot and ankle orthopaedic surgeons who had previously used a variety of ankle replacement systems. As a comparative group the prior 20 zenith tars performed at the institution between 2011 and 2014 were used to compare alignment data. The infinity group included 10 females and 9 males, and one patient had bilateral ankle replacements. 17 were performed for osteoarthritis (oa) and 3 for rheumatoid arthritis (ra). The cofas scores were 11 grade 1, 3 grade 2, 2 grade 3 and 4 grade 4. The average age in this group was 72 (range 56 to 88). Mean follow up for the infinity group at the time of writing was 32 months (range 24 - 41). Postoperative radiographic surveillance of the 20 infinity tars in this series has revealed no evidence of loosening or osteolysis around the implants. There have been no wound breakdowns, deep infections or revisions for this group at the time of writing. There was one recorded intraoperative complication with a medial malleolar tip avulsion fracture occurring as the joint was distracted with a laminar spreader, which was stabilized at the time of initial surgery with a cannulated screw. This fracture healed with no complications.